Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? Yes. The following information was requested, but unavailable: procedure name and date? Event date? Lot number? Investigation summary: it was reported that the problem of pulling off suture needle had happened in unknown surgery. One labeled winding former with a suture and one needle of product code vcp602 were received for analysis. During the visual inspection of needle, the swage and attachment area were as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture end is severely cut, resulting in a clip off defect. The manufacturing records could not be reviewed as the batch number is unknown. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The following information was requested, but was unavailable: was the needle removed from the patient during the same procedure? Procedure name and date? Event date? Lot number? Device return status/follow up? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the pulled off the needle. There were no adverse patient consequences reported. Additional information was requested.